Event description:
The customer reported to olympus their evis exera iii video system center did not display an image during preparation for use for an unspecified procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
During troubleshooting the sales representative was advised to power down to remove and install scopes in light source, and to power off the cart and remove scope and power cart back on. Service center representative was informed there was no error code displayed, and upon powering on the units the color bars were present and pink image intermittently appears on monitor with the scope installed. The sales representative later informed the service center it was not color bars on the screen, but it was a pink fuzzy image. The sales rep was informed they were viewing a provation interface on the cart monitor and that the pink fuzzy area was only in the scope image portion of the screen and did not cover the entire provation interface image. The sales rep confirmed there is no video cable coming from the cv-190 directly to the monitor but there is a non-olympus cable going to dvi out cable coming out of the rear of the cv-190 labeled tvone and the provation unit had an sdi in on the capture card labeled tvone. They also connected an sdi out on the cv-190 to sdi in on the monitor and the scope image was clean and normal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image/picture being displayed could not be identified. However, it¿s likely the cause is related to the use of a cable or third-party dvi-sdi adaptors. Olympus will continue to monitor field performance for this device.